Manufacturer narrative:
The customer stated issue of ¿connection error¿ was confirmed through a review of the device logs. The review of the device logs found a channel disconnect event on the suspected event date of (B)(6) 2019. Functional testing consisting of iui testing performed on the source pump module found the device operating in specification. Both iuis have a date code of 03/2014, indicating they are approximately 5.5 years old. Testing was unable to replicate the channel disconnect event, which can be attributed to the inherent wiping action during connection and removal of the module, that most likely displaced the offending contaminate from the contact area. The alaris system directions for use v9.12 requires regular inspection of the iui connector prior to each use. Failure to perform these inspections can result in improper instrument operation. The pump module was in use during treatment. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode.

Event description:
00813513 - event 2 - connection error. It was reported that the rn noticed a device that indicated "connection issues", while in patient use. The device(s) were removed and a new device was programmed for the patient. Additional follow up stated there would be no further information forthcoming with this event.